Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, after implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.5 into the patient's left eye (os), the surgeon discovered that the lens had been broken before/during loading. The lens was implanted on (B)(6) 2018 and was removed intraoperatively. The cause of the event is listed as unknown. The surgeon states the lens was broken in the center of the optical zone. Reportedly, she reviewed the surgical video that shows the lens was broken prior to removal from the vial.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic torn. (B)(4).